Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, and vaginal scarring. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and mesh was implanted. No clarifying information is provided. It is also reported that the patient had a bs uphold vaginal support system implanted, no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent cystoscopy; bladder biopsies with fulguration on (B)(6) 2013 due to erythematous bladder lesion. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.